Manufacturer narrative:
(B)(4).

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted for approximately two weeks when the device was explanted due to infection. The field representative had not set the patient up for monitoring after implant, but prior to explant the device had been enrolled and was able to collect some data for the physician to view. No additional adverse patient effects were reported.